Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to the server. An integration engineer found that the issue was with server ram utilization and resolved the issue by rebooting the server. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis cii safe systems throughout the hospital were not communicating; they were on critical override. The customer stated that the reported malfunction was creating significant delays in patient care. There were no adverse events or injuries reported based on this event.